Event description:
It was reported that during the implant attempt, it was not possible to place the lead due to patient anatomy, which was causing high thresholds. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.